Event description:
Boston scientific crm received info that this attempted dextrus right ventricular lead was suspected of having perforated the heart wall during positioning. The patient's heart rate and blood pressure were noted as stable. The lead was removed and successfully replaced by a new lead. No additional adverse patient effects were reported.